Event description:
As reported, the white advancer tube was not in the 5f mynx grip vascular closure device (vcd). The procedure was completed with manual compression. There was no reported patient injury. No damage was found on the device or device packaging prior to opening. The device was stored and prepared in accordance with the instructions for use (IFU). The missing component was noted when the sheath was removed and there was no white advancer tube. The devices are stored in a cath lab cabinet. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the white advancer tube was not in the 5f mynxgrip vascular closure device (vcd). The procedure was completed with manual compression. There was no reported patient injury. No damage was found on the device or device packaging prior to opening. The device was stored and prepared in accordance with the instructions for use (IFU). The missing component was noted when the sheath was removed and there was no white advancer tube. The devices are stored in a catheterization lab cabinet. One non-sterile 5f mynxgrip vascular closure device (vcd) associated with the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was in its manufactured position, and the advancer tube was in its manufactured position. The sealant sleeve was found partially retracted, while the balloon showed no abnormal condition to be reported. No additional anomalies were observed during this visual analysis. A deployment simulation functional test was performed, and no issues related to the functionality of the device were observed, as the sealant was deployed and the advancer tube was advanced as expected. The reported event of ¿advancer tube-missing advancer tube¿ was not observed through analysis of the returned device since it was found in the shuttle at its manufactured position. The exact cause of the issue experienced could not be conclusively determined during analysis of the returned device. Based on the information available for review and the product analysis, procedural/handling factors (such as an incomplete shuttling down of the shuttle) most likely contributed to the issue with the advancer tube reported since it was returned in its manufactured position and the sealant sleeve was found partially retracted. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant/advancer tube failing to deploy, which can be mistaken as a missing advancer tube. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.